Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 200 mg/dl. When he tried to bolus, the numbers started scrolling on their own. He replaced the battery, but the buttons still do not work. Customer runs a lot. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.